Event description:
It was reported that the patient experienced two syncope episodes. It was unclear whether this was clinical in nature, so the physician requested to have the device evaluated to determine whether there was an issue with the device. The device will be upgraded to one with rate drop response feature. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).